Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the physician attempted to inflate the balloon in the patient¿s left common carotid artery but noted blood in the balloon lumen. The physician completed the case without inflating the balloon, and when it was removed from the patient, noted the balloon was torn. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information from the complaint indicated that there was no friction/resistance during insertion and removal of the device. Based on the information currently available, an assignable cause for this event cannot be determined.

Event description:
It was reported that the physician attempted to inflate the balloon in the patient¿s left common carotid artery but noted blood in the balloon lumen. The physician completed the case without inflating the balloon, and when it was removed from the patient, noted the balloon was torn. There was no reported clinical consequence to the patient.